Event description:
(B)(4). Same case as 2134265-2011-05315; 2134265-2011-05316 it was reported that stent under expansion occurred and following the index procedure the patient experienced a myocardial infarction. Lesion 1 was located in the left main coronary artery with 85% stenosis, a length of 5 mm and a reference vessel diameter of 3.0 mm the physician treated the lesion with pre-dilatation and implanting a 3.00 x 16 mm promus element stent. Following post-dilatation, residual stenosis was 0%. Lesion 2 was located in proximal left circumflex with 80% stenosis, a length of 5 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and implanting a 2.50 x 12 mm promus element stent. Following post-dilatation, residual stenosis was 0%. Lesion 3 was located in the distal left circumflex with 70% stenosis, a length of 5 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilatation and implanting of overlapping 2.25 x 16 mm and 2.25 x 20 mm promus element stents. Following post-dilatation, residual stenosis was 0%. During the index procedure, not optimal results occurred in the circumflex due to "non-optimal stent expansion". No treatment was noted beyond post-dilatation of stents with a non-compliant balloons. Post index procedure, the patient experienced a myocardial infarction with troponin elevation (peak troponin= 1.9 ng/ml, uln= 0.04 ng/ml). No action was taken to treat this event and the patient did not experience any ischemic symptoms. The patient was discharged 2 days post procedure on aspirin and clopidogrel. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).